Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 85% stenosed lesion in the first obtuse marginal (1st om) artery. A 014 whisper ms guide wire (gw) was at the target lesion when the physician lost guide wire access after implantation of an unspecified stent. The physician attempted to push the guide wire back through a stent when it became caught in the newly implanted stent and could not be removed. The tip of the guide wire separated, and the tip remains pinned in the patient anatomy. The plan was to stent across it but since nothing would cross not even a balloon, so the wire was left pinned behind the stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the physician attempted to push the guide wire back through the stent it became caught in the newly implanted stent resulting in the reported entrapment. Manipulation of the device resulted in the reported material separation (guide wire tip). The tip remains pinned behind the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.